Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook endoscopy tracer metro direct loop tip wire guide was used in an attempt to gain access to the bile duct. As the physician was advancing the wire guide toward the bile duct, the wire guide advanced to the side, creating a false tract of the submucosa. The wire guide was removed and the physician gained access by performing a papillotomy with a needle knife device. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury. Evaluation: we were unable to confirm the report as it was described because the effected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, no other reports of this nature have been received. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all tracer metro direct loop tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for trends.